Manufacturer narrative:
(B)(4). Product was returned, complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that returned part exhibits signs of repeated use, nicked or gouged) and has components disassembled / missing. The missing component was not returned. Device history record was reviewed and no discrepancies were found. Root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that ball bearing was lost during cleaning process. No patient involvement was reported.